Event description:
It was reported that during an open low anterior resection, staples were malformed when the device was used on the anus side of the rectum at the 2nd firing. When cs40g was used on the oral side of the rectum at the 1st firing, the device fired as intended. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was received in good visual condition and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.